Manufacturer narrative:
Device passed displacement test. It then failed self test returning a pump error 75. Upon further review of the device interior, there were signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the pump error 75. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alarming with a picture with a arrow with a book but it was now blank and just vibrating. Customer¿s blood glucose was unknown at the time of incident. Customer was getting out of the pool not dropped or bumped. Customer stated that the there was no any pump error was displayed before the open book image was displayed on the screen. The insulin pump will not be returned for analysis.